Event description:
It was reported a patient underwent a right hip procedure approximately 9 years post implantation due to elevated ion levels and slight joint effusion. During the procedure, black staining was noticed on both sides of the head and the trunnion of the stem. The liner was also removed and damaged upon removal. The head and liner were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00269. D10: cat #: 00630506040 / liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell / lot #: 62598526. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)-stem. Provided pictures of the stem show foreign black debris at the base of the trunnion. Black stained tissues are noted around the stem. The stem remains implanted within the picture and is covered in bio-debris. No further evaluation can be made. This complaint was confirmed based on the returned device and provided pictures. Device history record (DHR) was unable to be reviewed as lot number of the device involved in the event was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.